Event description:
The patient underwent full revision surgery in which the lead and generator were replaced. The explanted devices will not be returned as the facility does not return explants.

Event description:
The device product information was provided by the hospital that implanted the patient with her current generator and lead on (B)(6) 2006. Review of the manufacturer's records of the lead confirmed the lead met all final specifications prior to distribution.

Manufacturer narrative:
Sex, corrected data: initial report stated that the patient was female however the patient is male. The information has been corrected on this report. Describe event or problem, corrected data: the first supplemental report did not include the information regarding the revision surgery. The information has been included in this report. If explanted, give date, corrected data: the first supplemental report did not include the explant date. The information has been included in this report.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
The physician reported that system diagnostic tests performed on the patient indicated high impedance. No increases in seizures were noted at this time and there was no recent trauma or falls. It was additionally stated that the patient has been implanted with vns for seven years and the eri flag was no. The patient was referred to the surgeon for surgery; however, surgery has not occurred to date. The surgery is going to be a prophylactic battery replacement for the generator with possible lead revision. X-rays will not be performed on the patient as the patient will be getting a battery replacement regardless of whether or not something is wrong with the lead. The surgeon plans to assess the lead during the surgery. Additionally, it was reported that the device was not disabled after the high impedance was seen, because the patient was sent directly to the surgeon for a consult. However, it was confirmed that the physician is very familiar with the precautions that stated that the device should be disabled when high impedance is observed and the physician has chosen to keep the device on because the patient is not feeling any pain and will likely be scheduled for surgery. Clinic notes dated (B)(6) 2013 note that the patient has not been using his magnet and has not been feeling the stimulation go off. Additionally, it was stated that the vns "cannot be working"; and that it was possible that the battery is out. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.